Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered stress urinary incontinence, recurrent urinary tract infections, emotional distress, and vaginal bleeding. No further info has been provided.